Manufacturer narrative:
Additional information: b3: awareness date used as event date. D6: estimated implant date based on report details. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Iop increase and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Iop increase and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
Through social media monitoring, a trabecular microbypass stent patient reported that following a trabecular microbypass stent procedure, "didn't work, and now three (3) weeks later on more drops than ever, and my vision isn't the same". Additionally, on a separate post the same patient reported "had it done three (3) weeks ago, and now just trying to get my pressure back to pre-surgery, on four (4) drops per day, and my vision is worse like through a haze". No further information was available through follow-up.